Event description:
It was reported that the coil unraveled, requiring intervention. A 6mm x 20cm interlock?-35 was selected for use in an arteriovenous malformation (avm) embolization procedure. During the procedure, it was noted that the coil unraveled during deployment and had to be snared out of the body to remove it. The procedure was completed, and there were no patient complications as a result of this event. It was further reported that the coil was not stuck within the non-boston scientific catheter. The coil was removed completely from the body with the snare device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis it was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. A media was attached in the parent record, it was possible to observed that the main coil was bent and stretched.

Event description:
It was reported that the coil unraveled, requiring intervention. A 6mm x 20cm interlock?-35 was selected for use in an arteriovenous malformation (avm) embolization procedure. During the procedure, it was noted that the coil unraveled during deployment and had to be snared out of the body to remove it. The procedure was completed, and there were no patient complications as a result of this event.